Event description:
Rn hung cytoxan: 25 minutes later noted small amount of liquid had leaked from connection of drip chamber and secondary IV tubing. Tubing was changed. Patient and nurse were not harmed.